Event description:
It was reported that the patient had an infection that started right after her device was implanted. The patient was admitted to the hospital on 2013-(B)(6) and was in the hospital for 5 days. The system was explanted on 2013-(B)(6) and sent home on intravenous antibiotics for 3 weeks. The patient¿s incisions then became infected on 2013-(B)(6), when she wore jeans and the rubbing allowed the infection in. The patient¿s physicians wanted to have a device re-implanted, but the patient as scared to do so, due to her infection risk. The patient as told that the infection was small and shouldn¿t be a problem. Additional information was requested, if received a follow up report will be sent.

Event description:
The patient reported on (B)(6) 2014 that she still had concerns but was working with her doctor. The patient was talking to her doctors about having the device be reimplanted.

Event description:
The company representative reported on (B)(6) 2014 that they did not have any information regarding cultures. The plan was replacement in the future.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type recharger, product ID 97740, (B)(4), product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).